Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed april 15, 2014.

Manufacturer narrative:
This report is filed may 26, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced sudden loss of connection to the internal device, and the issue could not be resolved. The implanted device remains.explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2013.